Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000167 (unknown serial/lot). H6) multiple annex a codes were applied to capture this event. A110201 captures the pendant showing that it was in standalone mode and a150204 captures the system not closing all the way after a case. H3, h6) the system was serviced in the field and the reported issue could not be duplicated. Codes b01 , c19, and d14 are applicable. However, when inspecting the umbilical connection, dirty contacts for the network connections were found, as well as a slightly bent plastic housing around some of the other connections. The dirty contacts were corrected and the plastic was fixed that was slightly obscuring a pin. Codes b01, c07, and d02 are applicable. The system was tested again after these adjustments and still no errors were shown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system was not closing all the way after a case. The pendant was showing that it was in standalone mode. Patient presence was reported to have been unknown.